Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of 400 mg/dl. The customer was unsure of the cause of bg; however, alleged bg remained elevated when using the pump and there was an unspecified issue with the pump. The customer reported that alternate insulin therapy was available.